Event description:
Customer called to report damage to the insulin pump. Customer's blood glucose reading was 159 mg/dl. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Findings: unit had cracked lcd window, cracked case at display window corners, cracked battery tube threads, broken reservoir tube lip, cracked case at reservoir tube window corners and stained end cap sticker.